Event description:
The product has been received for analysis.

Manufacturer narrative:
This report will be updated upon completion of analysis.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Boston scientific technical services (ts) discussed the pattern when the device reaches end of life (eol). The patient reported that the device showed a battery status of 6-8 months remaining during a routine follow up one month ago. The patient planned to follow up with their physician. Subsequently, the device was explanted and replaced one month later due to a product performance issue. No additional adverse patient effects were reported.